Event description:
It was reported that the right atrial lead exhibited noise. The noise was reproducible when the patient reached back.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded between 29.8 cm and 30.2 cm from the connector pin due to clavicle crush. The exposure of the proximal coil due to abrasion could have caused the reported noise problem.